Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Device not returned . Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What is the size of the needle? Were x-rays performed to localize the needle fragment? How long was the procedure delayed? How was the bleeding managed? How was the procedure completed? Please describe any medical/surgical intervention performed for this suture event including dates and results. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? At the current time, does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an abdominoperineal resection on (B)(6) 2022 and suture was used. During the surgical procedure, bleeding occurred in the cavity and, at the doctor's request, the suture is passed that comes with a double needle. At the moment of passing the point, the suture detached from the needle, leaving the needle inside the intervertebral muscle. The doctor returned the rest of the suture with the other needle. Due to the patient's poor condition and bleeding, no search procedure could be carried out. The patient was stabilized and the bleeding was controlled, the doctor stated that due to the location of the needle of inside of the intervertebral muscle, it was impossible to extract it, a doctor tried to extract it but due to its location within the intervertebral muscle it is it deepened and was lost within the tissue making its extraction impossible. The surgery delayed due to the reported event. Additional information was requested.